Manufacturer narrative:
H6: investigation summary customer returned (7) used 32gx4mm bd pen needles without tear drop labels attached. Consumer reported several pen needles that would not attach to his insulin pen. All 7 pen needles were examined, and it was observed that all 7 exhibited a bent non-patient end (npe) cannula. The bent npe cannula would be the cause for the pen needle not attaching to a pen injector properly. Consumer reported pen needles would not release medication during his injections. All 7 pen needles were examined, and it was observed that all 7 exhibited a bent non-patient end (npe) cannula. No evidence of manufacturing defect was observed. The bent npe cannulas would be the cause for no flow through the pen needles, hence, the customer would think the pen needles were clogged (as reported). Since all 7 pen needles were returned after use, and no manufacturing defects were observed, the probable cause of the bent npe cannula is user error when attaching the pen needle to a pen injector. No DHR review can be carried out as lot number is unknown. The possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle would not attach to the insulin pen, and would not release medication during use. The following information was provided by the initial reporter: "consumer called to report he had an additional several pen needles that would not attach to his insulin pen. Stated they also would not release medication during his injections."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the bd nano¿ 2nd gen pen needle would not attach to the insulin pen, and would not release medication during use. The following information was provided by the initial reporter: "consumer called to report he had an additional several pen needles that would not attach to his insulin pen. Stated they also would not release medication during his injections."